Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability.

Event description:
Through follow up with the healthcare provider edwards learned patient underwent perivalvular leak repair after an implant duration of four years, two months.

Manufacturer narrative:
The patient underwent paravalvular leak repair after an implant duration of approximately four years. Unfortunately, the repair was unsuccessful. Per the cardiac catheterization report, the paravalvular leak was crossed 2x but it was too small for a 4f glide catheter. This was the only planned intervention know for this patient at this time. No other details.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a clinical trial patient experienced regurgitation 38 days post implant of an edwards aortic bioprosthetic valve. Echo was reviewed on 30 day follow up and noticed an anterior perivalvular jet of insufficiency 2+. Approximately two (2) months post implant of aortic bioprosthetic valve patient's echo showed severe aortic regurgitation.